Event description:
This report is to adverse of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the connector pin was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion was noted at 1.0-4.0cm from the proximal end of the rv shock coil. Internal insulation abrasion was noted at 11.0-11.4cm and 13.2-14.7cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 4.0-10.3cm from the proximal end of the rv shock coil. The etfe coating was damaged during explant at this location.